Manufacturer narrative:
The suspected front bezel was returned to philips for failure investigation. The technician reported the following conclusion/root cause, with the bezel containing the navigation ring installed onto the standard test bed (stb), it was noted that the navigation ring did not operate as expected. The product investigation lab (pil) tech performed a temporary install of the printed circuit assembly (pca) portion of the navigation ring but verified that this did not fix the issue noted in the complaint. The pil tech verified that the nav ring issue is due to the portion of the navigation ring that is fitted into the bezel itself. The accept button did operate as expected. Tech also verified that the switch panel power assembly power on button and all light emitting diodes (led) associated with the switch panel power assembly of the front bezel operate as expected.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a navigation ring that failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by an se, and it was reported that the v60 ventilator had a navigation ring that failed. It was later confirmed that the navigation ring was not responsive. The se replaced the front bezel (with navigation ring), and the issue was resolved.